Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and advised to continue using it, with instructions to contact support again if the malfunction recurred.